Manufacturer narrative:
H10: received device on october 16, 2019 for investigation. Could not confirm customer's complaint. Device passed self test. Ran pvt test to try and duplicate customer's complaint. Device passed pvt. Probable cause not found.

Manufacturer narrative:
H10: engineering analyzed the clinical log data for the day of the reported event finding the therapy was started on (B)(6) 07:47 am at 8ml/hr and run continuously (titrating new vtbi as needed) until (B)(6) 05:15 am. During that time, no alarms were reported except two vtbi complete alarms for a total stoppage of about 1 min and a total time spent infusing of 21:27 hrs. The total volume delivered was reported by the pump as 143.6 ml. An 8 ml/hr infusion running 21:28 hrs calculates to an expected volume infused of 171.8 ml. Based on this expected delivery amount, the pump under-delivered by 28.2 ml or about 16%. Inspection of the diagnostic log data showed that recoverable phase loss events in the pump motor were frequently occurring, as much as once per plunger stroke. This appeared to correlate with the magnitude of the under delivery. The subject device was delivered to engineering on (B)(6) 2019 and the subject infusion scenario (8ml/hr run with repeated titrations of volume to ensure continuous delivery) was run repeatedly over the following 2 months. During this time, the under-delivery condition was never reproduced. Likewise, phase loss events in the pump motor were never observed. The plum sets used in the subject infusion of (B)(6) were not saved by the customer and not available to ICU medical for analysis. The pump delivery mechanism includes a plunger driven by a rotary motor with sensors at specific points in each rotary cycle to ensure the plunger position remains in phase with expected position, permitting the pump to accurately determine the volume of fluid delivered. Phase loss events are instances where the rotary motor does not reach a sensor at the time expected. This could happen if something has impeded the plunger motion, for example a bad cassette whose diaphragm material is unusually stiff. When a phase loss event is detected the pump performs mechanical movement of the plunger to re-establish the plunger position in phase with expected position, and then resumes normal delivery. Engineering investigated whether phase loss events and their recovery may lead to a small reduction in the actual volume delivered when compared to the expected delivery volume. Findings were inconclusive. The pump software has an algorithm to detect phase loss events and determine whether the frequency of such events and recovery operations is sufficient to abort the infusion by raising an e380 plunger failure alarm. Evaluation of the pump software¿s phase loss event algorithm found that the conditions for aborting an infusion due to excessive phase loss events (by raising an e380 plunger failure alarm) is either ¿a fixed number of consecutive phase loss events¿ or ¿a fixed number of cumulative phase loss events within a fixed time window.¿ engineering evaluates that the probable cause of the reported under delivery was a bad cassette which caused repeated motor phase loss events coupled with a low enough delivery rate that the repeated phase loss events never met the cumulative threshold for aborting and, so, allowing potential under delivery per phase loss recovery to accumulate to the observed level over time. Additional information in section g1 and d11 concomitant.

Event description:
Additional information received on november 4, 2019 that the customer stated the under infusion was detected because the nurse reported she had two different patients with the same two different pumps running about the same time. The reported plum 360 pump had a lot more fluids left in the bag. The customer reported they looked at the mednet history and it showed the time frame for what the pump was set for and it infused a lot less than the other pump.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a plum 360 pump that the customer reported the pump under infused the patient. The medication being infused was dextrose 10%. The customer was made aware of the problem by a work order and the pump came from the pediatric department. There was patient involvement, however, no report of harm or adverse event.